Manufacturer narrative:
Three anchors (with associated collagen and suture fragments), consistent with components used in the angio-seal device, were received for evaluation. No other components were returned. A blood-like substance/biomaterial was visible on the returned components. Note: the components for this incident were packaged together with, and undifferentiated from, other non-complaint components explanted from the same patient. As a result, and for evaluation purposes only, components were arbitrarily identified as "a," "b," or "c." "A". The anchor legs were folded towards the bridge, and a suture-like imprint was noted in the radius of the suture through-hole, consistent with moisture degradation and subsequent deformation. The suture through-hole was intact. A spur was noted at the location of the end gate, consistent with molded in stress that was relieved by chemical and/or heat exposure. A suture segment, 0.03" in length, was also found imbedded in the associated biomaterial; the suture strands at each end were even, consistent with cutting. "B": both the suture through-hole and suture loop/knot were intact. A spur was noted at the location of the end gate, consistent with molded in stress that was relieved by chemical and/or heat exposure. "C": the anchor legs were folded completely together, consistent with moisture degradation and subsequent deformation. The exposed portion of the suture through-hole was intact. The suture loop/knot was intact. "B" and "c": the components were soaked in water and the collagen/biomaterial removed. Five radiographic images were received with the event. The images represented a lower extremity angiogram with contrast enhancement which was concentrated over the femoral head area of the femur. Multiple views included a measuring tool in the radiograph. There were no right or left markers present or other identification on the images. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU state if repuncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site.

Event description:
It was reported after the second staged percutaneous transluminal angioplasty (pta) procedure a 6f angio-seal sts plus was selected for use on the right femoral artery antegrade puncture site. The lesion was a chronic total conclusion (cto) in the right superficial femoral artery. The procedure consisted of three stents being placed and follow up balloon dilation . The pre-deployment angiogram revealed moderate arterial calcification and mild tortuosity at the puncture site. The angio-seal was deployed. A small hematoma developed before angio-seal deployment. Resistance was felt during the tamping process. Hemostasis was not achieved and the hematoma grew. Manual compression was applied, but the growing hematoma continued. The patient underwent emergency surgery. The angio-seal and the damaged artery were removed. The artery was repaired and hemostasis was achieved. The initial procedure and first staged procedure were performed with retrograde approach punctures in the right femoral artery and all procedures occurred within a 3 week time span. All 3 angio-seals and the damaged artery have been returned for evaluation. It is uncertain which angio-seal was used during the event procedure.